Manufacturer narrative:
Integra completed its internal investigation 9/11/2015. The investigation included: method: DHR; complaint trend; evaluation of actual device. Results: the catheter was manufactured on october 20, 2014. DHR reviewed, no abnormalities have been observed. It was the first lot after a 12 months production break. No manufacturing or design related trend has been identified. Eeprom has been checked. The catheter has been connected to a cam02 monitor. Electrical wire has been checked. Root cause: the v+ port is damaged due to corrosion of the al-wire.

Event description:
Patient in the ICU had a vun catheter in place and reading properly for about 72 hours. Then, on (B)(6) 2015, the patient had an episode of coughing/vomiting, after which the cam02 monitor reported a "catheter failure". They were never able to get an intracranial pressure (icp) after that. They had to connect an external fft to get the patient's icp for the remainder of care. The registered nurse (rn) involved looked back in the trend data to find that there was an episode of icp greater than 150 just prior to the catheter failure. Additional information was received from the customer on 06/12/2015: the patient was a (B)(6) female patient status post tumor resection. The catheter was zeroed with the monitor. The catheter malfunctioned after being in place for just less than 72 hours. When the "catheter failure" message on the screen appeared, they followed the manufacturer recommendations and switched the monitor off and then on again. There were not able to obtain icp readings. Icp trends from the monitor showed icps around 12-15 continuously and then all the sudden a huge spike in the reading of greater than 150. The catheter would no longer read icps after it spiked to 150. The catheter was not removed. The rns attached the catheter to a fluid-filled transducer set and were able to monitor icps and drain as needed. The catheter was pulled 2 days later. The patient is currently being monitored on the floor for signs and symptoms of increased icp.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.